Manufacturer narrative:
The electrode belt was returned for investigation into a non-reportable patient death and was unable to run incoming functional testing. After further investigation, it was determined the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the device malfunction.

Event description:
The electrode belt was returned for investigation into a non-reportable patient death and was unable to run incoming functional testing.